Event description:
It was reported that the programmer will not turn on. The programmer was returned for servicing and subsequently tested out specification. Also, two radiofrequency (rf) heads tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed that the device will not power up. (B)(4): analysis found that the uplink amplitude and the cables were out of specification.